Manufacturer narrative:
Added method code - device evaluated.

Event description:
It was reported that during failure investigation testing the unit failed with a low leak co2 rebreathing risk. It was reported there was no patient involvement.

Manufacturer narrative:
The flow sensor was returned to philips for failure analysis and it was determined that the defective u1 created the low leak-co2 rebreathing risk. The report was submitted as part of the remediation for CAPA 3069005.